Event description:
During an incident in 2005 involving a patient in cardiac arrest, the unit analyzed a treatable rhythm and began to charge, but during the charge, the unit prompted a wrench on the screen and there was a high pitched audio noise. The unit was powered off and on again, but the same thing happened; the unit analyzed and began to charge but then prompted the wrench and high squeal. CPR was continued, an ambulance arrived and took over with als care. The patient was shocked 3 times enroute to the hospital. The patient did not survive. An incident printout is available. The unit was taken out of service and has been replaced by a new one.